Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's #2 battery as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when they attempted to charge the device to an energy level of 360 joules, it would only charge to an energy level of 280 joules. As a result, the device may not be able to provide the proper defibrillation therapy, if it was needed. There was no report of patient use associated with the reported event.